Manufacturer narrative:
Additional information: b5, h3 plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A software error and a communication error occurred, which ultimately resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
Further clarification was later provided confirming the patient was able to complete treatment on a different machine with new supplies.

Event description:
It was reported that a 9040 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The failure occurred one hour after the start of cvvhd therapy. The machine was switched off and replaced by another machine. When the reporter powered on the machine, there was no fault on start-up. The reporter performed a function test on the machine without any alarms occurring, and the machine was subsequently put back into service. The initial intake form states there was patient injury; however, no further details were provided. It was indicated that the blood loss amount due to the event(s) was not applicable. Although the machine was reportedly replaced, it was also said that the treatment was discontinued. A sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.